Event description:
It was reported that a pc unit had a broken handle. There was no information on patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17, device not returned, c20, no findings available, d15, cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes, and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pc unit had a broken handle was confirmed through a review of the provided photos, however the issue could not be tested. Internal and external inspection could not be performed since no device was returned for investigation. The customer only provided photos showing damaged on the edges where the screw comes into contact with the pcu part, as well as on the upper part of the handle. A review of the suspect device event and error logs could not be performed as no device was returned, and no logs were provided to bd for investigation. Testing could not be performed as no devices were returned for investigation. The bd alaris user manual (v12.3.2) states no to use a device with any damage. Send to biomedical engineering for repair. Use only disinfectants recommended by bd to clean and disinfect the bd alaris system. Use of unapproved disinfectants can result in incorrect device operations. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause that the pc unit had a broken handle was not determined as no device was returned for investigation. Note that this report lists imdrf a070504, c02, d02, g02002 annex codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pc unit had a broken handle. There was no information on patient involvement.